Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The medium-large clip applier instrument was found to have two severely bent grips, causing misalignment of the grips-tips. There was a 0.65 mm offset at the tips. A clip can be properly loaded into the clip groove of the grips-tips. However, the clip could not be applied to the in-house test tube due to the misalignment caused by the severely bent grips-tips. The grips were not found to have cracking damage. The instrument was installed on an in-house system and driven. The clip applier instrument failed the clip test due to misapplication of the clip (e.g., the instrument passes engagement and able to retain clip through engagement but cannot apply the clip). The clip was installed on to the clip applier, upon activating the clip application the clip would not lock/clip to the test tubing. The clip stayed attached to the clip applier and had to be manually removed. Probable root cause of the failure mode bent-severely instrument grips tips is attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. .

Event description:
It was reported that during a liver resection surgical procedure, the clip applier experienced a loss of functionality when the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to an unsuccessful clip application, specifically an incomplete closure of the clip. The correct hem-o-lock clips and size were used, and the vessel or tissue bundle was within the specified diameter. The incident occurred on the second attempt to use the clip applier. The issue was resolved by using a backup clip applier. There were no photos or videos available for review. The procedure was completed as planned with no reported injury using a backup instrument.